Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and was given antibiotics. The implantable pulse generator (ipg) system was explanted and not replaced. No further patient complications have been reported as a result of this event.